Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, h4, h6.

Event description:
Patient reported right side rupture and seroma. The device has been removed.

Event description:
Patient reported right side rupture and seroma. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.